Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) attempted to reach customer multiple times but was unable to make contact. Case closed due to lack of interaction with customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, medications were not showing up under new patients and unable to pull medications under patients. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.